Event description:
It was reported that during induction testing of a new device implant, the device failed to convert with initial hv therapy and began to detect vf as ventricular sinus events. The device eventually detected the vf as a second vf episode and delivered therapy but was unsuccessful in converting the patient. The patient required external defibrillation to restore sinus rhythm. The device was reprogrammed and the patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.